Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported rad-8 auto reboots during monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to power on using ac power, but did not turn on using dc power as it was returned without its battery. The device was verified operationally and functionally and was able to obtain spo2 and pulse rate readings. The device was power cycled several times without issue. The device was left on overnight and the display remained functional. The device was left on and monitored for 4 hours and it did not reboot. Internal visual inspection revealed no defects or damages or loose cable connections. The device was found to visually and audibly alarm during alert conditions. Customer complaint was not duplicated. The device is functioning as expected. A service history record review reveals that this unit was in the field for over two (2) year with no previous reported issues prior to this reported event.

Event description:
The customer reported rad-8 auto reboots during monitoring. No patient impact or consequences were reported.